Event description:
Additional information was received reporting the pump was explanted and the account discarded it so unfortunately it is not available for return.

Manufacturer narrative:
B5: additional event information received.

Event description:
A 67-year-old male dialysis patient received impella cp for stabilization in ami-related cardiogenic shock with complex comorbidities, including diabetes and end-stage renal disease. The complaint concerns hemolysis, which led to transfusion requirements. According to the IFU, impella position was corrected. The patient subsequently stabilized and impella was successfully weaned during recovery.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of hemolysis was not established due to insufficient clinical details and no product or data logs returned. The cause of positioning issue was not established due to insufficient clinical details and no product returned. The cause of the access site bleeding was not established due to insufficient clinical details and no product returned.

Manufacturer narrative:
Code correction was made for type of investigation as device was discarded.

Manufacturer narrative:
H6 medical and health effect code has been updated.